Manufacturer narrative:
The event occurred on an unreported date in 2021 the alleged device is an unknown prismaflex set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismaflex control unit and an unspecified type of prismaflex set, an unspecified alarm was generated at an unknown time during treatment. Troubleshooting involved removing and replacing one of the pressure pods and while doing this, the prismaflex set reportedly became "apart." There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.